Manufacturer narrative:
The following devices were also listed in this report: mrh tib rot comp xs-xl; cat#:64812100; lot#:093791. Mrh tibial b/plt keel sml 1; cat#:64813110; lot#: bdl6c. Tri press-fit stem 13x150mm; cat#:5566-s-013; lot#: m8l16h. Mrhk tibial sleeve; cat#:64812140; lot#: lfd690. Mrhk bumper insert 3 degrees; cat#:64812133; lot#: lel817. Triathlon sym cone aug sz b; cat#:5549-a-120; lot#: adj3. Gmrs small femoral bushing; cat#:64952105; lot#: lfd101. Gmrs small axle; cat#:64952115; lot#: ctd7432. Gmrs dist fem comp sml r 65mm; cat#:64952020; lot#: ar86m. Mrs fem stem w/0 body 15x127mm; cat#:64853115; lot#:148637a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient underwent 2 stage revision for infection, with the 2nd stage (re-implantation) completed (B)(6) 2016. Patient continued to drain, so underwent extensive irrigation and debridement with poly liner and tibial components exchange on (B)(6) 2016.